Event description:
This is the same event and the same pt reported under MDR ID# 2939859-1998-00281, (collagen corp # 1023763). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 16 september 1998 with negative results. On 23 october 1998, the pt was treated with two formulations of product in the periorbital areas (fine lines at corner of both eyes and just below fold of lower eyelid); and at the cupid's bow and both oral commissures. On 27 october 1998 the pt was examined and the physician noted that all the treatment sites were slightly red with swelling evident at the oral commissures and lower eyelid area. The pt noted itching at the lower eyelid treated area only. On 27 october 1998, the physician prescribed topical temovate cream. On 30 october 1998 the pt presented with decreased swelling. The pt was advised to use oral benadryl. On 6 november 1998 the symptoms continued. The physician diagnosed a "questionable" hypersensitivity to collagen.